Manufacturer narrative:
Device received with broken battery cap and cracked battery tube threads. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. No blank display, failed battery alarm, compromised forced sensor system alarm and excessive no delivery alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarmed compromised force sensor system and rejected new battery. The customer¿s blood glucose level was unknown at the time of the incident. The customer received no delivery alarm and insulin squirted out during manual prime and blank display. The insulin pump will not be returned for analysis.